Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician "pinned and pulled" to deploy the stent and the distal section separated from the distal handle. The stent was not deployed in the patient. The physician utilized another stent and the procedure was completed as planned. Evaluation of the returned device found the distal deployment paddle was loose on the stainless steel hypotube. The safety locking pin was loose. The outer sheath fully covered the stent. The stent was fully engaged with the retainer. The stent was examined: no abnormality or deformity was noted. The customer experiences of the distal deployment paddle disconnecting from the manifold was confirmed.